Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was stated to have been explanted in a secondary procedure due to patient experiencing symptoms of haziness, halos, and shadows. It was also reported the patient had a yag procedure on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Intraocular lens (iol). Explant. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
It was also reported the patient had a yag procedure on (B)(6) 2011. Catolog #: zmb00u0215. (B)(6). (B)(4). Device evaluation: the device manufacturing records were reviewed and showed no deviations. Diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 21.5 diopter for this serial number. Review of the historical complaint data base revealed that no complaints from this lot number were received. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.